Event description:
Boston scientific received information that, during defibrillation threshold (dft) testing at implant, this implantable cardioverter defibrillator (ICD) displayed a system fault/error message. A short circuit was detected during shock delivery. The physician noted a strange noise came from the device. An external shock was prepared, but the patient converted back to normal sinus rhythm on his own. This ICD and associated right ventricular (rv) lead were inspected, and it was observed there was a small fracture on the rv lead. The decision was made to replace both this ICD and associated rv lead. There were no adverse patient effects reported.

Manufacturer narrative:
Visual inspection of the returned ICD identified an arc mark on the device case, near the base of the antenna housing. A shorted lead fault was recorded on (B)(4) 2011 after a 21 joule shock was attempted. A second, 31 joule, shock was attempted which resulted in a recorded shock impedance measurement of "n/r". A third shock was attempted and the device battery status moved to elective replacement indicator (eri) due to long charge times. An x-ray of the device revealed that the internal high voltage fuse was blown (i.e., no longer intact). The damage to the fuse most likely occurred during the 21 joule shock that resulted in the shorted shock lead fault. The damage to the high voltage fuse then prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result, the third high voltage charge attempt caused the device to declare eri because it could not successfully complete charging within 30 seconds, despite the fact that significant battery voltage and capacity remained.